Event description:
It was reported that, after a recent device change out, the patient's right ventricular (rv) lead had an automatic polarity change and their right atrial (ra) lead was showing "lead warning" for the date of the operation. Chronic lead trends are now stable. Both leads are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.